Event description:
Philips received a complaint from the service engineer, reporting that the v60 ventilator had a stalled blower with an abnormal wiring sound. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips service engineer (se) reported that the v60 ventilator had a stalled blower that was making noise. The se replaced the blower assembly to resolve the issue.